Event description:
It was reported that during an unspecified procedure, a partial balloon detachment and removal difficulty occurred. The lesion was located in the mildly tortuous and mildly calcified subclavian artery. The xxl balloon dilatation catheter was advanced to the target lesion. An attempt was made to inflate the balloon, however, the balloon was unable to hold any pressure. The physician attempted to remove the device, but encountered removal difficulty. A "hard deflate" was performed and the physician "pulled hard" to remove the device. The sheath and the balloon were removed as a unit. No patient complications or injuries occurred. Patient status "fine".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. (B)(4).